Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was available for evaluation. The customer's allegation was not confirmed and a probable cause could not be determined. No additional event or patient information is available.